Event description:
It is reported that the tip of the broach broke off and remains in the pt.

Manufacturer narrative:
Eval summary: returned for review is a size a long post rasp. The distal tip is fractured and not returned. There are no x-ray available to examine the location and position of the fractured tip of the rasp that has been left in the pt. Cause cannot be definitively determined. Device history records indicate all components were manufactured and inspected to specification.